Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the syringe was not crossing over when it was added to inventory in the pyxis machine. Usually, when pyxis was refilled, the medication count was subtracted from inventory; however, this was not happening for jubbonti. The nurses were also unable to remove jubbonti from pyxis unless they used an override. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.